Event description:
It was reported that a cartridge alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual correction injection of insulin was delivered to address bg. Reportedly, the customer was able to load a new cartridge successfully.